Event description:
The device presented with low r wave signal amplitudes during a follow up. The physician recognized the low r wave signal amplitudes but decided to keep the rv lead in the same position. It is suspected that the lead may have moved during the implant procedure. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.